Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre b.v.). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6). The investigation showed that there is a silicone like residue on the tip of the vitrectome. The root cause of this issue could not be determined. All available information has been disclosed. This complaint has now been closed.

Event description:
There is something on the tip of the cutter. Please let us know what it is. Sample is available.